Event description:
It was reported that the patient underwent a procedure wherein the entire spinal cord stimulation (scs) system was revised for an unknown reason. No further information has been obtained. Additional information was received stating that the scs system was replaced due to high impedances. Although the high impedances did not cause any symptoms, they prevented the patient from undergoing a magnetic resonance imaging (MRI) scan. It was also noted that the implantable pulse generator (ipg) was replaced to ensure MRI conditionality. The patient underwent an ipg and leads revision procedure wherein the devices was explanted and replaced. The devices were disposed by the hospital and will not be returned for analysis. Postoperatively, the patient reported no complaints.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5094721. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5150230. UDI: (B)(4).

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5094721, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5150230, UDI: (B)(4).

Event description:
It was reported that the patient underwent a procedure wherein the entire spinal cord stimulation (scs) system was revised for an unknown reason. No further information has been obtained.